Manufacturer narrative:
This product is registered as a combination product. No complaint was received with return of the device. Failure event observed during analysis. Final analysis found a complete lead was returned in two pieces. External insulation abrasion that breached the outer insulation exposing the outer coil consistent with friction to another device or feature of the heart was found at 15.4 cm to 15.8 cm and at 16.0 cm to 16.2 cm from the distal tip.

Event description:
This report is to advise of an event observed during analysis.